Event description:
It was reported, that this right ventricular (rv) lead. Exhibited high out-of-range shock impedance measurements measuring, 134 ohms. A week ago, shock lead impedances measured 147 ohms. Technical services discussed possible causes and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.